Event description:
(B)(4), the 4 way is not shifting, 1 red light and 2 green lights, 8640 hours, all she knows, no additional information. The alarm is not working, changed the switch and it works. No additional information.